Event description:
The reporter indicated that a 13.2mm vticm5 13.2 implantable collamer lens of -11.00/5.5/047 (sphere/cylinder/axis) was implanted into the patient's right eye (od) on (B)(6) 2021. Excessive vault was observed with severe glare and ghost image. The lens remains implanted. Patient has a pre-existing condition of keratoconus. Cause reported as unknown. "Just in case of keratoconus high vault is common event and this cases as history of kerraring (intra corneal ring)."

Manufacturer narrative:
Implant date: (B)(6) 2021. Device code 1494: off-label use (over 45yrs of age at date of implant). (B)(4).